Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. There was difficulty advancing the closure device into the access system but the implant procedure was completed successfully. At the end of the procedure the access system was removed from the patient and a kink was observed at the proximal end. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system (was) without the dilator. The hub, sheath, and tip device were visually and microscopically inspected. Inspection revealed that the sheath had a kink 7cm distal of the strain relief. The tip of the device was crushed and there was polytetrafluoroethylene (ptfe) delaminating from the inner sheath wall. No other damage or defects were found. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. There was difficulty advancing the closure device into the access system but the implant procedure was completed successfully. At the end of the procedure the access system was removed from the patient and a kink was observed at the proximal end. No patient complications were reported in relation to this event.